Event description:
During an inservice the pump was noted to freeflow after the set was loaded into the pump's mechanism. The pump was not connected to a pt.

Manufacturer narrative:
The instrument was returned and evaluated. Rate accuracy was performed on both channels. Channel a passed within specification. Channel b was found to intermittently freeflow during testing. The instrument was opened and the right spring (channel b) was found detached from the mechanism. Engineering has reviewed the production process and modifications were made to insure proper installation of the spring during assembly.